Event description:
A customer reported a system displayed a red screen and locked before a procedure. The procedure was canceled.

Manufacturer narrative:
A site visit has been performed and the investigation is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).